Event description:
The company was informed that the device positioner was extruding from the cochlear through the eardrum. The pt reportedly underwent surgery on (B)(6) 2012, to repair the tympanic membrane with cartilage graft. The pt was given IV for 24 hours and was treated with augmentin for 14 days, per infectious consultant, due to the extruded positioner being in perilymph.